Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, procedural factors (valve under sizing) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, the valve was deployed in the targeted location with mild paravalvular leak (pvl). Subsequently, the pvl worsened to moderate. The patient presented with dyspnea. At this time, there was no intervention performed. It was believed that there may be a gap between the commissure of the left and right coronary cusps and sapien 3 ultra resilia valve.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, hemolysis and paravalvular leak are listed as potential risks associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that resulted in a post-dilation being performed post transcatheter aortic valve replacement (tavr) procedure was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed in a targeted position with mild pvl. However, pvl aggravated to moderate." The patient was noted to have a valve area of 338 mm2, which was within the recommendation range for a 20 mm valve size. Therefore, the valve selected for implantation was not undersized. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors and/or procedural factors not provided. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggests patient factors (history of cold agglutinin disease) and moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information was received revealing the patient had also developed hemolytic anemia post transcatheter aortic valve replacement (tavr) procedure. Approximately twenty-one (21) days post tavr procedure, a post-dilation was performed. The aortic regurgitation (ar) index was noted to have improved from 16 to 23, but the hemolytic anemia did not improve as much. Subsequently, additional information was received via the japanese transcatheter aortic valve implantation (tavi) registry reporting system revealing the patient had a history of cold agglutinin disease (cad) prior to the tavr procedure. This was believed to have made the patient more susceptible to hemolytic anemia. It could not be determined if the cause of the hemolytic anemia was the moderate paravalvular leak (pvl) or the cad. A post-dilation was performed approximately 21 days post tavr procedure and approximately 28 days post tavr procedure, the patient's outcome was noted to be recovering. The investigation is ongoing.